Event description:
It was reported that the customer replaced the batteries on the 9400 system, now the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. There was a blown fuse and damaged wiring. The fuse and relay board were replaced and the wiring was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.